Event description:
This report was received from (B)(6) and is a spontaneous report from a doctor via a baxter sales representative. In (B)(6) 2009, the patient started catheter implantation for pd therapy for an unreported indication. On (B)(6) 2012, the patient experienced turbid peritoneal effluent with the dianeal pd4, g-1.5%. On (B)(6) 2012, the patient was hospitalized and diagnosed with peritonitis. The remedial medication was antibiotics via i.p drip to the patient. At the time of this report, the patient was still in the hospital. The reporter stated that the peritonitis was possibly related to the dianeal solution but was more likely related to the pd procedure and the patient's own condition.

Manufacturer narrative:
(B)(4) as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.